Manufacturer narrative:
During testing, the pump passed the sleep current measurement and active current measurement. The following were noted during visual inspection: scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, pillowing keypad overlay and stained keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 04/01/2024 19:26:00 after more than 7 days at 13.29 days. Battery cycle 2 received the lowbatteryalert (104) on 03/19/2024 04:48:00 after more than 7 days at 12.9 days. Battery cycle 3 received the lowbatteryalert (104) on 03/05/2024 22:30:00 after more than 7 days at 12.91 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 04-apr-2024 in the pump history file. 04/01/2024 19:26:00.000 alarmalertnotification (40), faultnumber: lowbatteryalert (104). 04/01/2024 23:05:08.000 batteryremoved (55). 04/01/2024 23:05:08.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/01/2024 23:05:17.000 batteryinserted (44). 04/04/2024 09:11:20.000 batteryremoved (55). 04/04/2024 09:11:20.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/04/2024 09:11:33.000 batteryinserted (44). 04/04/2024 09:11:33.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 04/04/2024 09:11:38.000 batteryremoved (55). 04/04/2024 09:11:38.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/04/2024 09:13:06.000 batteryinserted (44). 04/04/2024 09:13:11.000 batteryremoved (55). 04/04/2024 09:13:11.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/04/2024 09:13:50.000 batteryinserted (44). 04/04/2024 09:13:50.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 04/04/2024 09:13:59.000 batteryremoved (55). 04/04/2024 09:13:59.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/04/2024 09:14:27.000 batteryinserted (44). 04/04/2024 09:14:27.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 04/04/2024 09:14:50.000 batteryremoved (55). 04/04/2024 09:14:50.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/04/2024 09:15:02.000 batteryinserted (44). 04/04/2024 09:15:02.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 04/04/2024 09:15:14.000 batteryremoved (55). 04/04/2024 09:15:14.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/04/2024 09:17:22.000 batteryinserted (44). 04/04/2024 09:17:28.000 batteryremoved (55). 04/04/2024 09:17:28.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/04/2024 09:17:44.000 batteryinserted (44). 04/04/2024 09:17:44.000 alarmalertnotification (40), faultnumber: failedbatttest (58). 04/04/2024 09:18:01.000 batteryremoved (55). 04/04/2024 09:18:01.000 alarmalertnotification (40), faultnumber: batteryremoved (84). 04/04/2024 09:18:10.000 batteryinserted (44). Earliest power data available per the power management tool/detail trace file is on 4/5/2024 6:44:57 am. There was no power data available for the dates of 04/01/2024 and 04/04/2024. Unable to check power data for low battery alert and failedbatttest alarm. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lowbatteryalert (104) unknown. Failedbatttest (58) unknown. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. During testing, the pump passed the sleep current measurement and active current measurement. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 04/01/2024 19:26:00 after more than 7 days at 13.29 days. Battery cycle 2 received the lowbatteryalert (104) on 03/19/2024 04:48:00 after more than 7 days at 12.9 days. Battery cycle 3 received the lowbatteryalert (104) on 03/05/2024 22:30:00 after more than 7 days at 12.91 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1810 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.